Manufacturer narrative:
Further information has been requested but has not been received. The device records for the injected radiesse lot were not reviewed as the lot number was unknown.

Event description:
This report was received from a (B)(6) consumer and concerns a female patient who was treated with a total of 1.5 ml of radiesse into upper side of cheekbones (close to the eyes), to lift them, on (B)(6) 2015. Each side was injected into 3 injection points. On (B)(6) 2015, 14 days after the radiesse treatment, the patient experienced injection site redness and significant swelling. Corrective treatment included lymphatic drainage, irritative current therapy, nimesil and diuretic drugs. Reportedly, there was only a short term effect of corrective treatment. The outcome of the events was not resolved. Follow-up information was received on 02/16/2015: the patient had seen another doctor, from another clinic, who had a wide practice with radiesse. The doctor reassured her that swelling and redness were probable reactions to radiesse, that the product was injected properly, and that the corrective treatment was prescribed correctly. The doctor asked the patient to wait for a few days, and the events resolved 10 days after their start.